Manufacturer narrative:
It was initially reported that the customer reported discrepancy results with the binaxnow covid-19 antigen home test. After further review, no discrepancy occurred with the assay. The issue was due to the interpretation of the results. There were no allegation of conflicting result, the customer was provided the wrong information about the process during emed session with a proctor. Therefore the results are not considered conflicting results and this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported discrepancy results with the add product performed on (B)(6) 2021 on an unknown sample. Although requested no additional patient information, including treatment and outcome, was provided.